Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 6fr introducer sheath was introduced. A non-bsc floppy guidewire was then advanced to cross the lesion. Subsequently, a 4mm x 40mm x 146cm coyote¿ es balloon catheter was advanced to dilate the lesion. However, upon first inflation, the balloon ruptured at 10 atmospheres. The balloon was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.